Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing clamp on the bd¿ y-tube IV set was defective. The following information was provided by the initial reporter: "clamp of tur y set is not work."

Event description:
It was reported that the tubing clamp on the bd¿ y-tube IV set was defective. The following information was provided by the initial reporter: "clamp of tur y set is not work."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/14/2022. H.6. Investigation: a device history review was conducted for lot number 6002031. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers noted that pinch clamp component had suffered from an incomplete formation, which most likely occurred during the molding process. In this case, the locking teeth of the clamp had a wider than expected angle, which resulted in a lack of contact required to lock the clamp into position. To rule out a systemic issue, testing was also conducted on the retention samples for this lot as well as the preceding and following lots. All devices were found to operate within the expected limits established by product specifications. Based on the currently available information our engineers are not able to determine the root cause for this event. Presently the issue is believed to be related to either the composition of the raw material being injected into the molding, or alternatively, it is due to an early injection of the raw material into the molds while the molds are still at a high heat. H3 other text : see h.10.